Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. Physio did observe that the positive battery pin for battery 2 was pushed in lower than the negative battery pin for battery 2. It is inconclusive to determine if what was observed contributed to the reported issue. As a precaution, the rear case of the device, all battery pins in the device, the battery contact assembly and the battery power cable assembly were replaced. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device and was able to confirm that on the date of the event their device experienced multiple inappropriate losses of power. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device powered off by itself when attempting to transmit electronic data. There was no patient use associated with the reported event.